Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a broken shell and travel course error. The event occurred during preventive maintenance testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found check clutch/plunger lever errors. Visual and occlusion tests were performed. The customer's reported problem of the device stating travel coarse error was not duplicated. However, during inspection it was found that the leadscrew and right and left clutch halves were worn, which indicates the cause of the issue. The worn leadscrew, right and left clutch halves were replaced to fix the issue.